Event description:
It was reported that intermittent catheters were coming out of the bag and the patient was getting soaked. Be going on for the last 3 months customer had 200 of them that they did not want to use anymore and has samples available for the investigation. Per customer follow up received on 10aug2024, it was reported that they were experiencing issues with their catheters coming off while they were urinating. Customer stated that they had been using the catheters for 30 years and the design had changed. Customer described that the catheters come off mid-stream and they had to rush to the restroom because they knew it would cause a big mess. Customer stated that the end of the catheter was supposed to gradually get smaller, and it didn't. This causes the catheter to come right off. Reported lot was confirmed.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "error of inspector". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.